Event description:
It was reported that during the implant procedure, the lead dislodged during slitting. A new sheath was used to implant the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.